Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted due to a loss of capture and the patient¿s intrinsic rhythm. The device was reprogrammed to resolve the event, and the patient was stable with no consequences.